Event description:
It was reported that message code 470 (oxygen concentrator failure) was seen appearing with more frequency. It was noted that the device appeared to maintain adequate po2 for the duration of the perfusion.

Manufacturer narrative:
A service engineer (se) reviewed device data. It was confirmed that message code 470 (oxygen concentrator failure) was appearing and resolving itself and that oxygen was always successfully delivered during the perfusion. Furthermore, the device was evaluated at the customer site. A kink in the tubing between the diverter valves and the oxygen colder products company (cpc) connector was found, resulting in a pressure buildup detected as a blockage. Therefore, the se rerouted the tubing to remove the kink. Subsequently, the device passed testing.